Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while seated in the stationary power wheelchair with the power "on," operating the power wheelchair in a confined space with the footplate raised, and without wearing the seat belt. Hoveround's owner's manual warns end users, "when seated in a stationary chair, press the power button to off," "do not lean excessively forward or sideways," "set control to minimum if you are less experienced or are in a confined space," "keep your feet on the footplate," and, "always use the seat belt."

Event description:
End user reports while seated in the stationary power wheelchair in the kitchen she leaned over to pick an object up from the floor, hit the joystick, drove into the cabinet and scraped her leg on the raised footplate. End user reports not wearing the seat belt.